Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a craniotomy surgical procedure, it was observed that the foot control device was making a hissing noise at the connection with the extension hose device. It was reported that the valve was turned off to prevent the device from ¿popping¿ off. It was further reported that the schrader valves were leaking. It was not reported if there was a delay in the procedure due to the event; however, an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.